Event description:
During an unknown surgical procedure on (B)(6) 2013, it was discovered the trigger on the small battery drive was sticking. It is reported the procedure was delayed approximately 10 to 20 minutes while a spare device was retrieved. No additional information was provided. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint of a sticky trigger was confirmed. The small battery drive drill was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Manufacturer narrative:
A service history of the past six months from the awareness date has been reviewed. The item was previously returned for service on 21-feb-2013 due to will not run. A service request for this item was called in on 1-may-2013 for sticky trigger. The previous service condition of will not run is not relevant to the current complained issue of sticky trigger. (B)(4)